Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Product location is unknown

Event description:
It was reported that from the patient's left knee x-ray that the screw backed out from femoral prosthesis and was in the joint. Surgeon was scheduling for an arthroplasty to remove the screw. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. X-ray review by a radiologist demonstrates lucency at the bone cement interface along the posterior femur distally on the lateral film. Lucency is also seen along the proximal tibial stem medially. There is a screw present within the joint space seen located within the intercondylar fossa anteriorly on the ap and lateral film suggesting implant disassembly. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.